Event description:
It was reported that a motor stall was confirmed to be noted in the event logs with no motor stall recovery recorded. The pump had been alarming earlier in the evening on the day prior to the report date, the stall occurred at 19:07. As of the morning of the report date when the pump was checked, no motor stall recovery was seen. It was noted the pump had been refilled the day prior to the report date at noon. The patient had not had any mris. The device system was used to deliver fentanyl, bupivacaine, morphine and ketamine. It was later reported that no interventions or actions were taken, the outcome was indicated as ongoing with no further action needed. The etiology was noted to be ¿programming/refill¿. It was noted there were no symptoms. It was reported a patient death occurred, on 2014 (B)(6). It was further reported, the patient¿s death was due to an unknown etiology. In terms of interventions, no actions were taken. There were also no diagnostic methods. There were no patient signs or symptoms. The outcome was listed as resolved without sequelae. It was later reported that the etiology was a ¿pre-existing condition, worsening or exacerbation¿. The patient¿s death was noted to not be related to the device, therapy or implant procedure. It was further reported the outcome was listed as resolved without sequelae as of 2014 (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).